Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge 2.0/2.4mm depth probe tip snapped off. The schantz screw 5.0mm trocar point stuck inside holding sleeve. And the holding sleeve tightening key broke off, unable to remove schantz screw inside. No other details have been provided. This report is for one (1) holding sleeve 105mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the holding sleeve 105 mm (p/n:394.460, lot #: 8916115) was returned and received. Upon visual inspection, it was observed that the device was jammed with a 5 mm dia shanz pin (p/n: 294.56). The wing screw was broken at the most proximal thread and the broken fragment was lodged inside the device. The washers were missing from the device. The rest of the device showed no signs of damage. Functional test: no functional test was performed on the returned device at service and repair evaluation as the device was stuck with shanz pin and unable to test for the smooth and non-binding operation. Service and repair evaluation: the customer reported the device tightening key broke off, unable to remove schantz screw inside. The repair technician reported the device wing screw is broken and part of it is stuck in sleeve. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint can be replicated with returned devices. Dimensional inspection: a dimensional inspection was not performed as the device was received stuck with shanz pin and the internal components were inaccessible without destruction of the device document/specification review: manufacturer date was not identified, reflecting the current revision were reviewed investigation conclusion: the complaint condition is confirmed for the holding sleeve 105 mm (p/n:394.460, lot #: 8916115). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11 corrected data: g3: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.